Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type . (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure of unknown type with gel mentor breast implants of unknown type and experienced joint pain all over and pain in hands. The x-rays were performed and the patient was diagnosed with arthritis. As a result, the patient had undergone explantation on (B)(6) 2017. This medwatch report is for the left breast implant.

Manufacturer narrative:
On 09/04/18, it was reported to mentor that (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants in 1999 developed joint pain overtime, all over the body, mostly in her hands. The patient had xrays and was diagnosed with arthritis. The patient underwent explantation on (B)(6) 2017. No other case details were provided. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Autoimmune reaction did not apply to the patient. Manufacturer¿s reference number: (B)(4).